Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissor (mcs) instrument was not able to cut and a broken cable was noted on it. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with no fragment(s) falling into the patient's anatomy.

Manufacturer narrative:
The 8mm monopolar curved scissors (mcs) instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.